Manufacturer narrative:
(B)(4).

Event description:
The customer reported that not all the display pixels are lighting up and the display numerics are broken up. There was no reported patient involvement.